Event description:
Event description guidant received information that the implanted atrial lead had high pacing impedances, loss of capture, and detected noisy signals one year post implant. A conductor coil fracture was suspected. The lead remains implanted.

Manufacturer narrative:
The lead remains implanted pending physician evaluation. This event will be updated if additional information becomes available. The lead was surgically abandoned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Event description guidant received information that the implanted atrial lead had high pacing impedances, loss of capture, and detected noisy signals (B)(6) post implant. A conductor coil fracture was suspected. The lead remains implanted. Boston scientific (formerly guidant) received additional information that this lead remained in service with ongoing high impedances for 9 years after the initial observations. Prior to a recent device replacement procedure, noise was observed on this right atrial (ra) lead. During the procedure, the lead was unable to pace, and it was noted that the ra and rv leads were twisted together. The physician commented that it appeared to look like the patient had twiddled the leads. It was also noted that the lead was found to be fractured, confirming the allegation from 9 years ago. The lead was therefore surgically capped and abandoned. No adverse patient effects other than the additional procedure were reported.